Event description:
The bipap a30 ventilator was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, the device was visually inspected there was evidence of foam degradation visualized in the device. On review of the device download error log, error codes were present indicating the central processing unit (cpu) cannot communicate with the flow sensor using i2c bus and cannot communicate with the pressure sensor using spi bus. Replacement of the device's printed circuit board assembly is required to address this issue. No repairs were completed; the device was scrapped. The device will be included in the fsn 2023-cc-src-039.